Event description:
Patient reported ¿ruptured silicone breast implant¿, ¿persistent swelling and asymmetry¿, ¿tenderness extending to the ribs, armpit and back¿, ¿swollen lymph node in the neck¿ and ¿intermittent systemic symptoms¿. Later healthcare professional reported ¿burning sensation pre-op, possible from inflammation¿ and ¿rupture¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.